Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a procedure, the needle broke. No patient injury or complications were reported.

Manufacturer narrative:
Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. Broken tip was not returned for examination. All dimensional attributes that could be accurately measured were found to meet print specification. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).